Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging an intermittent power issue with the pump. The reporter claimed that the pump required a full rewind after a loss of prime was encountered. The reporter did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. However, there is no evidence that the device contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed that one reboot had occurred. The battery compartment and cap were found to be intact; the battery cap secured to the pump properly. The pump was exercised for 24 hours without interruptions. The pump was opened and no intermittent connections were found in the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.